Manufacturer narrative:
There are multiple patients. All known patient information is captured in the literature article. There are multiple unknown event dates between (B)(6) 2014 and (B)(6) 2015. This report is for unknown titanium elastic nails/unknown lots. Part and lot numbers are unknown; UDI numbers are unknown. Implantation and explantation dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: verma a. Et al. (2017). Clinical outcome of treatment of diaphyseal fractures of humerus treated by titanium elastic nails in adult age group. Journal of clinical and diagnostic research. Volume 11, number 5, pages 01-04. (India). This prospective study was done to assess the clinical outcome of treatment of diaphyseal fractures of the humerus treated with titanium elastic nails (ten) under closed reduction and internal fixation surgery. This study involved 20 patients (17 males and 3 females) with the age group 18-60 years (mean age 38 years); all were admitted between october 2014 and september 2015. Post-operative follow-ups were done at 1 week, 3 weeks, 3 months and 6 months. There were nine complications observed. Complications were reported as follows: two cases presented superficial infection near the entry site. Four cases had nonunion; all of them having spiral and oblique fracture patterns; for which re-surgery was done for implant removal and open reduction internal fixation with dynamic compression plating along with bone graft. Two cases of elbow stiffness were observed. One case of implant failure was observed post-surgery. This report is for an unknown synthes titanium elastic nail (ten). This report is 1 of 2 for (B)(4).